Event description:
It was reported that the bronchovideoscope did not display and image, and gave an e216-scope communication error. This was found during inspection for use; there was no patient involved.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reportable event occurred due to a broken charged coupled device unit. However, the root cause of the broken electrical unit was not specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.